Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR- 00001038806 - 2019 - 01543.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, weight unknown / not provided, lot number unknown / not provided.

Event description:
It was reported that the healing abutment loosened.